Event description:
The reporter stated the surgeon inserted a competitor's lens and the haptics were torn off using an msi-pf injector. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision. The reporter stated the cause of the torn lens was due to a loading error.